Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unspecified malfunction occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023 it was reported that the transmitter was not working properly. The patient's father found the patient breathing heavily and extremely weak. It is unclear what events led up to the patient¿s father finding the patient in this state. Therefore, the patient¿s father took him to the emergency room (ER). No cgm or bg meter readings were provided at this time as the family was in a hurry to get to the ER. The patient was wearing a tandem insulin pump. The patient was diagnosed with diabetic ketoacidosis (dka) and treated with IV insulin and fluids. While at the ER, the reporter stated, ¿they found out the transmitter was not working¿ and so the hospital staff threw the transmitter away. Once stabilized, the patient was discharged home 2 days later. No product or data was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.